Manufacturer narrative:
Pt weight: the customer did not provide the patient's weight. A beckman coulter (bec) field service engineer (fse) was not dispatched in association with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event could not be determined with the available information.

Event description:
The customer reported generating a non-reproducible, elevated troponin I (access accutni+3), result for one patient on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The same patient's sample was reanalyzed on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) and a lower access accutni+3 result was generated, within the customer's established normal reference range. The initial elevated access accutni+3 result was released from the laboratory and there was a report of change to patient care, as the patient was admitted to the hospital for observation. The sample was collected in three (3) ml lithium heparin plasma tube and centrifuged at 4200 revolutions per minute (rpm) for five (5) minutes at ambient temperature. No issues with sample integrity were reported by the customer. Quality control (qc), calibration, and system check were all performing within assay and system specifications at the time of the event.